Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not fully latched" caused by a broken door hook. The door hook was replaced.

Event description:
It was reported that a pump alarmed "door not fully latched". It was also reported that there was no pt involvement.